Event description:
The customer reported screen blacked out during laparoscopic lymphadenectomy therapeutic procedure while the patient was under sedation with the device inside the patient. The procedure was completed with same device involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.